Event description:
The company was informed that the pt experienced swelling and pus at the implant incision site. The pt developed an infection; the implant site was drained and treated. Advanced bionics is in the process of gathering more info. Once more info is obtained, a supplemental report will be submitted.